Manufacturer narrative:
Technical evaluation: on february 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The nail code 60001422 involved in this event was manufactured by wittenstein intens gmbh. In relation to this event, it was returned also a receiver code 60001780 serial number (B)(6), item manufactured by orthofix. The returned devices, received on july 11, 2024, were examined by orthofix quality operations department. The devices were subjected to visual, dimensional and functional check as per orthofix specification. 1) nail code 60001422: the visual check of the nail evidenced as follows: evident damage of the bipolar connector, which is completely stripped; presence of scratches along device axis; presence of drilling signs in correspondence of the distal hole (i.e. At the tail left); excessive axial play detected on the telescopic tube. The dimensional check did not evidence any anomalies. The functional check evidenced that the current absorbed at the motor poles is zero, highlighting an open circuit at the motor side. 2) receiver code 60001780. The receiver is in good condition. Only a slight damage on the cable can be detected. The screws are still in place (not tightened). In the functional check the device was tested with different loads, at different distances and in distraction/retraction mode. No anomalies were detected. The device is functioning as expected. Conclusions: 1) nail code 60001422: the analysis performed on the returned nail confirmed the notified issue. The nail is not functioning according to set specifications as there is an electrical open circuit in the motor. 2) receiver code 60001780: the functional check performed did not detect any malfunction on the returned receiver, which performs properly according to the set acceptance criteria. The reason of the fitbone failure is related to the damage detected on the nail. With the information made available, it is not possible to surely determine the root cause of the failure that occurred, which remain unknown. Orthofix continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Surgeon's name: dr (B)(6). Date of initial surgery: (B)(6) 2024 body part to which device was applied: femur. Surgery description: lengthening. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: "although having tested the nail, the surgeon noted after 3 weeks that no lengthening was visible. A second surgery was scheduled for june 21, during which the subcutaneous receiver was changed but still without success. Surgeon therefore replaced the fitbone nail and a lengthening was observed with the same receiver and the same control unit. So, the surgeon thinks the problem is coming from the nail" the complaint report form also indicated: the device failure did not have any adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a delay in the duration of the surgical procedure. An additional surgery was required: performed on (B)(6) 2024. A medical intervention (outpatient clinic) was not required. Copy of operative reports is not available. Copy of x-ray images is not available. Product is available for return. Orthofix srl ref: (B)(4). Distributor ref: (B)(4).

Event description:
The information provided by the local distributor indicates: - hospital name: (B)(6). - surgeon's name: dr (B)(6). - date of initial surgery: (B)(6) 2024. - body part to which device was applied: femur. - surgery description: lengthening. - problem observed during: into treatment/post-operative. - type of problem: device functional problem. - event description: "although having tested the nail, the surgeon noted after 3 weeks that no lengthening was visible. A second surgery was scheduled for (B)(6) 2024, during which the subcutaneous receiver was changed but still without success. Surgeon therefore replaced the fitbone nail and a lengthening was observed with the same receiver and the same control unit. So, the surgeon thinks the problem is coming from the nail" the complaint report form also indicated: - the device failure did not have any adverse effects on patient. - the initial surgery was completed with the device. - the event did not lead to a delay in the duration of the surgical procedure. - an additional surgery was required: performed on (B)(6) 2024. - a medical intervention (outpatient clinic) was not required. - copy of operative reports is not available. - copy of x-ray images is not available. - product is available for return (not yet received by orthofix srl). Orthofix srl ref:(B)(4). Distributor ref: (B)(4).

Manufacturer narrative:
On (B)(6) 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The device involved in this event was manufactured by wittenstein intens gmbh. Technical evaluation: the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix continues monitoring the devices on the market.